Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported cannula was bent due to which patient experienced high blood glucose level of more than 500 mg/dl and self-treated with pump boluses. The infusion set was in use for less than three days. The patient had ketone level and the health care professional assessed the ketone level as dangerous/life threatening. The patient was not feeling well and admitted to emergency room due to high blood glucose level and diabetes ketoacidosis, while in emergency room the patient received intravenous insulin and fluids as corrective treatment. The patient felt sick and lethargic and was admitted to the hospital/ICU a the patient received intravenous fluids as corrective treatment which resolved the issue. The patient was hospitalized for more than 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.